Event description:
A complaint of pain at the pocket site was rec'd. The patient was implanted with two extension leads, and the implant was moved to the abdomen area. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.